Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to user error and having poor vision, the customer programmed the amount of food consumed into the units field instead of the carbohydrates section. Reportedly, the customer delivered a 15 unit bolus. Additionally, the contact reported that the customer disconnected from the pump. The customer's blood glucose (bg) level was 67 mg/dl, and was addressed by consuming a sandwich. Although requested, the customer declined further follow-up from tandem technical support due to bg levels being actively treated and tested every 15 minutes.